Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with presyncope. Instances of noise on both channels causing inhibition were noted. Possible cause of the signal is emi. Further actions will be discussed with the physician and the lead might be changed.